Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5, h.6.

Event description:
Healthcare professional reported "right side deflation¿. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported "right side deflation¿. Manufacturer of the device is unknown. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis the final assessment is: total delamination of the valve (adhesive failure). One striated opening assessed as surgical damage consist in the use of some surgical tool. Total delamination on the plug strap disk shell (adhesive failure).

Event description:
Healthcare professional reported "right side deflation¿. Manufacturer of the device is unknown. Device has been explanted.